Event description:
It was reported that the 4.5 es2 tap broke in patient bone. No injury no delay and a larger tap was use to complete the surgery.

Manufacturer narrative:
Method: device history review; complaint history review; results: the most likely contributors to the reported issue include excessive application of torque and the manner in which the tap was used. The root cause of the tip fracture cannot be determined based on the limited information provided. Conclusion: the es2 cannulated modular tap 4.5mm was confirmed fractured upon investigation of the returned product. The instrument was discovered to be fractured by x-ray during the surgical procedure. There was no reported surgical delay or adverse consequences to the patient; however, the fractured tip remains in the pedicle of the patient. The visual inspection implicates the tap fractured by torsional overload. The manufacturing records for the lot were reviewed and there were no anomalies identified in the manufacturing process.

Event description:
It was reported that the 4.5 es2 tap broke in patient bone. No injury no delay and a larger tap was use to complete the surgery.

Manufacturer narrative:
Method: visual inspection. Results: the visual inspection implicates the tap fractured by torsional overload. The manufacturing records for the lot were reviewed and there were no anomalies identified in the manufacturing process. Conclusion: the root cause of the tip fracture cannot be determined based on the limited information provided.

Event description:
It was reported that the 4.5 es2 tap broke in patient bone. No injury no delay and a larger tap was use to complete the surgery.